Manufacturer narrative:
Concomitant medical products: d314drg ICD, implanted: (B)(6) 2013. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead exhibited undersensing. The right ventricular (rv) and ra leads exhibited prior oversensing of noise. Both leads are no longer active due to the patient entering into hospice care, but remain in the patient. No patient complications have been reported as a result of this event.